Event description:
The lay user/patient contacted lfs in 2009 alleging she was unable to test on her meter due to a damaged lancing device. A medical surveillance specialist (mss) spoke to the patient a week later, and obtained the following information: the patient mentioned that her lancing device broke the month prior and since then she has been unable to test her blood glucose and has withheld her insulin. She did not have a back up meter to test her blood glucose. On original date, she reportedly started to exhibit symptoms of tingling, sweaty and shaky. She did not know whether she was exhibiting hyperglycemia or hypoglycemia, since she claims she exhibits these symptoms with high and low blood glucose. She did not treat herself or contact her physician for assistance. She claims that the symptoms lasted for a couple of hours and once it subsided, she contacted lfs for assistance. The patient was using the correct cap and the correct lancets. She claims that the threads on the lancing device were damaged. Customer care advocate (cca) sent the patient replacement product. The complaint is being reported since the patient was unable to test due to a broken lancing device and reportedly developed symptoms suggestive of either hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.